Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs revealed an error message (sf180) related to a battery charger fault, total power failure alarm and internal battery degraded warning alarm. The pneumatic block and main circuit board were replaced to address the reported complaint while the internal battery was replaced to address sf180, total power failure alarm and internal battery degraded warning alarm. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the sf180, total power failure alarm and internal battery degraded warning alarm were due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
During evaluation, an astral device main circuit board was defective and pneumatic block leaked. There was no patient harm or serious injury reported as a result of this incident.